Event description:
The ge oec 9800 fluoroscopy sys was reported to have a double image on the monitor. Intermittent issue.

Manufacturer narrative:
A ge oec svc rep investigated the issue and there is limited svc info available. Generally, this issue is caused by a defective video controller pcb or display adapter pcb. If issues other than normal are reported, an update will be submitted. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.